Event description:
It was reported that the patient presented for a procedure. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture. No intervention was performed and the patient was in stable condition.

Event description:
Additional information received indicated that the right ventricular (rv) lead was explanted and replaced. The patient was discharged.